Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s implantable neurostimulator (ins) was ¿not holding a charge.¿ the patient further reported the pain stimulator was ¿not charging.¿ it was noted the patient needed to recharge their current ins once per week and recharged their previous ins once every three weeks. The cause of the ins not holding a charge was not determined. There were no symptoms reported in association with the event. No complications were reported or anticipated.